Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device was explanted.